Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an unresponsive touchframe. The malfunction did (not) occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replaced the touchframe. Covidien was not authorized to service the device.